Event description:
A customer reported that a system message displayed and there was no phacoemulsification during a cataract with intraocular lens (iol) implant procedure. The customer exchanged the handpiece four times, but the issue did not resolve. Following a one hour delay, the system was exchanged and the case was completed. There was no patient harm. It was noted that the staff did not change the fluids management system during the surgery. Two cases were cancelled as a result of the event.

Manufacturer narrative:
The facility did not request service. A company representative had the customer check the system's event log. The customer noted system message (sm) (inserted handpiece does not match selected handpiece), sm (vacuum check failed unable to verify infusion pressure), and sm (tuning failure - loose tip) were found in the event log. No samples were returned for evaluation and no additional information was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).